Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received in no manufacturing mode noted. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit was monitored for 24 hrs and no blank display, white flashing display or missing segments anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up with a white display. The patient's blood glucose at the time of incident was 180 mg/dl. During troubleshooting the customer stated that they used a replacement battery cap, but the issue persisted. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.